Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient (pt) was having issues recharging their implant. Yesterday morning, the patient's stimulator shut off and it woke them up because they were in instant  pain. Both the controller and implanted neurostimulator battery went from 40% to the red and the controller battery went into the red at 6. 21%. Patient noted they charged their controller and then went to charge their implanted neurostimulator and they had a problem with the recharger. Patient noted it took them 8 hours to get the implant to 40% and every time the wire got bumped it show them poor recharge quality. This morning they charged the controller 100% and put the donut on and tried to charge the implanted neuro stimulator and it said they had excellent signal. Patient sat there for 2. 5 hours and it never charged them and it stayed at 40%. Patient tried resetting the controller, they tried everything they normally would do if it wasn't working right. The recharger was not charging them up and they only had 40% left. Patient noticed the last couple times they did it like if the cord was bumped the charge would go from excellent to good or not charging. Patient tried not moving the cord and it didn't matter it was cutting in and out like crazy yesterday. A replacement recharger (rtm) was sent out.  Additional information was received from a patient (pt). It was reported that they received the replacement recharger. Patient stated that they tried to charge for 3 hours today and were still getting charge interrupted every 5 minutes. Patient noted that the implant went up 5% but the controller drained 30%; they are still having the same issues. Patient mentioned that they get recharging excellent but then 2 minutes later the charge session stops and blinks out; they have tried everything and nothing seems to resolve the issue. Patient noted that they are barely charged and had to take medicine for their pain; patient followed up saying that they are almost out of charge. A replacement controller was sent out.  Additional information was received from a patient (pt). It was reported that they received the replacement recharger and controller and was sitting for 6 hours charging on excellent but the implant wouldn't charge. Agent redirected the patient to their healthcare provider (hcp) to address the issue. Agent provided nas phone number.